Event description:
Received complaint (B)(6) 2010. Pt had device placed by slp on (B)(6) 2010. That evening, device was aspirated. Pt underwent bronchoscopy to locate and remove device. Pt is doing well and has had another device of same make/model placed by his hcp.